Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented into clinic after receiving a patient notifier, high out of range pacing lead impedance, decreased r-waves and increased capture threshold were observed. The lead was capped and replaced with competitor on (B)(6) 2016. The patient was stable and experienced no symptoms prior, during, and after the lead revision.